Event description:
A call was received from the consumer's wife stating that her husband was using the proxabrush go between cleaners and the tip broke off between his teeth and he was unable to remove it for 2 hours.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.